Manufacturer narrative:
Block b3: exact date unknown, event occurred one month after device implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Signs of symptoms of redness, fever and chills were noted. It was also state that the ipg was not working as intended. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was doing well postoperatively. The patient was placed on antibiotics and the explanted devices will not be returned.